Event description:
The customer reported that this defibrillator paddle set was intermittently failing.

Manufacturer narrative:
(B)(4): the customer reported that this defibrillator paddle set was intermittently failing. There was no report of pt involvement. The customer ordered a replacement paddle set to resolve this issue.